Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the device box was not reading. No symptoms were reported and no further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they hadn¿t used their programmer in a while because their therapy had been working and they hadn¿t needed to change settings. At the patient¿s routine appointment on 2017 (B)(6) they tried syncing the programmer with the implant and stated ¿it wasn¿t reading¿, clarifying the screen wouldn¿t power on. The patient tried to use the programmer while on the call, but it would not power on. Troubleshooting was not possible as the patient did not have batteries to try. The patient stated they would try to obtain new batteries and call back. It was also reported, later the same day, that the patient had not been able to use their programmer to adjust their stimulation. The caller was not sure if the patient had replaced the batteries yet or if the issue was ongoing. The caller was redirected to call if new batteries did not resolve the issue. No patient symptoms were reported. No further complications were reported. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***